Manufacturer narrative:
Failure event observed during analysis. Final analysis found that the inner coil at the connector region was overtorqued, and all the filars were broken consistent with procedural damage. After cleaning and applying torque to the inner coil, the helix could be extended and retracted. The helix extension length met specification. The cause of the reported event was isolated to the overtorqued and broken filars of the inner coil at the connector region and helix being clogged with blood/tissue.

Event description:
This report is to advise of an event observed during analysis.